Event description:
A physician reported that irrigating fluid did not flow during surgery when switching to irrigation / aspiration mode. The procedure type was unknown. The procedure was completed on the same day by replacing with the same product. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).